Manufacturer narrative:
(B) (4).

Event description:
The pt never had therapeutic effect; their trial was reported to have been fair. Ther was new pain in the left leg; a pocket revision was performed and the pump was moved to successfully help relieve some of the leg pain. Per the reporter, the anchor was tied onto a nerve and since the first revision, the pt cannot stand and cannot put pressure on their buttock (left side). There are plans to undergo another pump placement revision to move the pump to the abdomen. A follow-up report will be sent when additional info becomes available.